Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.